Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by a vad coordinator that the pt had elevated ldh and pf hgb, her rpms never reach 9200, pts left ventricle is not unloaded. Also, the pt's vad has a pulsatile hum. The pt has had intermittent power spikes over the past few weeks. The pt was admitted on (B)(6) 2013 did a ramp study and we were able to unload the left ventricle without any difficulty, we have gotten cta of heart which did not demonstrate a clot or obstruction we are going to do a tee to check velocities. The pt has never been sub therapeutic on her coumadin. The pt is now also on heparin and we increased her asa to 325mg. The pt is on persantine asa and coumadin. Log file analysis was performed and the results were relayed to the team at christiana. The pocket controller log file showed that the pump was consistently 10 - 90 rpms below the set speed. The software version is v7.18. The file contained data and events acquired over a 13 day period. The number of flow estimates were in the 10 - 11 lpm range when the pump speed was set to 9,200 rpm. The power values were not always higher at the times of elevated flows. The speed changed to 9,600 on 10/23/2013 without any further elevations. Technical services explained that the pocket speed may be +/- 100 rpm and that these fluctuations do not necessary indicate the presence of a thrombus. Also noted that the pump sound may fluctuate with the cardiac cycle. Additional info received (B)(6) 2013 from clinical specialist pt with breast cancer status/post chemo with comprehensive metabolic panel (cmp) who underwent vad implant on (B)(6) 2013. She was admitted back to the center later in (B)(6) with ldh of 3k and was cooled off with ufh to an ldh of 1k and she was discharged. The pt then presented again in heart failure with ldh of over 5k and plasma free hgb > 30. She was transferred emergently to another center operating room for pump exchange (B)(6) 2013.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.